Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and would no longer turn on. Reportedly, the customer had the pump in their back pocket and sat on the pump causing the touch screen to become shattered. Customer's blood glucose was 111 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.